Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (e. Coli) had high mics for the drugs ertapenem and meropenem. Patient reports were submitted to providers and no confirmatory testing was performed. Report 2 of 5.

Manufacturer narrative:
Investigation summary: this complaint is for high mic ertapenem (etp) and meropenem (mem) when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4310163. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show high mic results for etp and mem with escherichia coli, enterobacter cloacae and klebsiella pneumoniae when using the complaint batch. To investigate, retention panels of the complaint batch were inoculated with in house isolates e. Coli enf 10888, klebsiella pneumoniae ssp pneumoniae enf 10997 and enterobacter cloacae complex enf 11061 and placed a phoenix m50 machine to evaluate for etp and mem mic results. Also, control panels from the same material but different batch were inoculated with in house isolates e. Coli enf 10888, klebsiella pneumoniae ssp pneumoniae enf 10997 and enterobacter cloacae complex enf 11061 and placed a phoenix m50 machine to evaluate for etp and mem mic results. All panels tested returned the expected etp and mem mic results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (e. Coli) had high mics for the drugs ertapenem and meropenem. Patient reports were submitted to providers and no confirmatory testing was performed. Report 2 of 5.